Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there was mising labels. The following information was provided by the initial reporter: customer states product, lot #s 2297121 and 2320347 were received missing labels.

Manufacturer narrative:
Common device name: culture media, non-selective and non-differential.. Medical device lot #: 2297121. Medical device expiration date:2023-02-17. Device manufacture date: 2022-10-24. Initial reporter e-mail: (B)(6). Initial reporter address 1: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device lot #: medical device expiration date:labeled for single use. Hdevice manufacture date:d.

Manufacturer narrative:
H6. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history records for batch 2297121 and batch 2320347 were satisfactory and no quality notifications were generated during manufacturing and inspection of either batch. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on these batches were satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaint has been taken on either batch 2297121 or batch 2320347 . No retention samples from batches 2297121 and 2320347 were available for inspection. Two photos were received for investigation. One photo features a carton label from batch 2297121 (carton 0173) and part of a sleeve with no sleeve label visible. The other photo features a carton label from batch 2320347 (carton number 0968) and part of a sleeve with no sleeve label visible. No return samples were received for this investigation. This complaint can be confirmed. This product is packaged into sleeves and labeled via an automated process. If a failure in the sleeve labeling process occurs, each plate of this product is labeled so the media type, batch number and expiration date are readily available. This complaint can be confirmed. No complaint trends for labeling defects have been identified for this product; no actions are indicated at this time. Bd will continue to trend complaints for labeling defects. H3 other text : see h10.

Event description:
It was reported that while using the bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) that there was missing labels. The following information was provided by the initial reporter: customer states product, lot #s 2297121 and 2320347 were received missing labels.